Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is month and year valid h3: analysis found no issues with rtm charging the ins. No anomalies were visually observed. Fail burst envelope fall time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says "everything has been working good until now, its relieved me so much, I have pains in my neck but when they put the stimulator in its made a world of difference and I have gotten off of medications". Pt says that the only problem they are having is a charging problem. They said it takes a "really long time to find it or not finding it at all and then taking a long time to charge, then the screen just shuts off and then it said recharger problem". Pt says this started about a month ago and has gotten worse. Pt spoke with medtronic rep yesterday and was told to call pats. Pt doesn't remember reps name. Pt says resetting controller doesn't resolve. Implantable neurostimulator (ins) is very low. Recharger telemetry module (rtm) gets very warm and "toasty" and says there is no damage on rtm cord. Controller port looks intact. The issue was not resolved. An email was sent to the repair department to replace the device.